Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 5.5, lab: 4.69. Pt was sent to hospital for lab draw. Lab draw was within 1-1 1/2 hrs after meter testing.